Event description:
Report of overdelivery due to user error rec'd from abbott international brazil affiliate. The report indicates, "the dr did a mistake of calculation and prescribed an overdose of analgesic. The pt was at the first post-operative day of a hysterectomy being submitted an analgesic infusion by an apm device. The medication for this infusion was fentanyl. The pt presented in acute pulmonary edema and neurological impairment." The report indicates "coma onset 9/12/97, end 9/13/97" and "pulmonary edema onset 9/12/97, ongoing." No further info was available.